Event description:
Elderly male with history of atrial fibrillation, chronic heart failure, elevated blood pressure and low heart rate. Procedure: permanent pacemaker placement. Problem; while in the left subclavian vein, the zipwire delaminated inside the vessel. The remaining wire was successfully retrieved by the physician at the time of the incident. No identified harm, anticipated discharge in 2 days. No additional surgery needed, observed in same day, overnight for observation. Manufacturer response for wire, guide, catheter, zipwire¿ (per site reporter) will obtain.